Manufacturer narrative:
Batch review performed on 01 april 2019: lot 174331: (B)(4) items manufactured and released on 27-nov-2017. Expiration date: 2022-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. One other device was involved in the complaint ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 lot. 175430: (B)(4) items manufactured and released on 08-nov-2017. Expiration date: 2022-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: acetabular component revision surgery occurred 1 year after cementless total hip arthroplasty due to recurrent dislocation. Radiographic image provided shows a slightly vertical acetabular shell but no conclusion on implant position can be drawn on the basis of a single anteroposterior pre-revision x-ray. Hip dislocation may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices.

Event description:
Revision surgery performed 1 year after primary due to recurrent hip dislocation (head from liner). At the first dislocation, the surgeon was able to reduce her hip without surgery. After the second re-occurrence, the surgeon revised cup, liner and head. The surgery was completed successfully. The primary was performed in amis.